Manufacturer narrative:
Product ID, 3776-45 lot# serial# (B)(4), implanted: 2007 (B)(6), product type lead product ID, 3776-45 lot# serial# (B)(4), implanted: 2007 (B)(6), product type lead product ID, 37742 lot# serial# (B)(4), implanted: 2007 (B)(6), product type programmer, patient. (B)(4).

Event description:
It was stated that a healthcare professional (hcp) wanted to explant a device, due to lack of use (patient had not used device for 4 years, pain resolved). It was stated that the patient wanted the device removed for further diagnostics tests (MRI of knee, unrelated to the device). The patient outcome was unknown. Additional information was requested, but was unavailable at the date of this report. Any additional information will be included in a supplemental report.